Event description:
The pharmacist contacted lfs (B)(4) on (B)(6) 2012 alleging an inaccurate high reading on a patient's one touch verio iq meter. The reporter mentioned that prior to testing on (B)(6) 2012 the patient felt very tired and a few minutes later the patient tested on her one touch verio iq meter and obtained a 93 mg/dl at 10:26am and then tested on a ultra meter and obtained a 61mg/dl at 10:27am. The patient self-treated with food/drink and did not seek any further medical attention or contact her physician for assistance. The test strips were in good condition and not expired. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being ruled out since there is no evidence that the meter caused or contributed to an adverse event since the symptoms are not suggestive of a serious injury and the patient self-treated. The complaint is being reported since the meter to other meter comparison is greater than 30% or 30 mg/dl.

Manufacturer narrative:
Follow-up #1 (submission 12/12/2012)-device evaluation: lifescan received the test strips with the complaint and completed device evaluation on (B)(4) 2012. The returned test strips passed testing. The alleged complaint was not confirmed. Lfs received the meter involved with the complaint on (B)(4) 2012; however, investigation has not been completed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 (06/19/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 05/28/2013 with the following findings: the meter has passed testing with no faults found. The complaint could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.